Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope experienced air/water leakage. It was unknown when the event occurred. There were no reports of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was physical stress such as scratches on the ultrasonic probe (deep scratches or internal parts exposed), bumps, impact from falling, etc. (Physical load). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed; air/water leakage from the distal end was unable to be reproduced. Device evaluation found the additional following defects: wrinkles near the adhesive of the insertion tube universal cord and us cord are buckled perforations on the bending rubber piezoelectric elements are damaged screw is missing due to the damaged screw thread ultrasonic insulation testing (ue) ng other failure modes a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event (scratches on the ultrasonic probe (deep scratches or internal parts exposed), physical stress such as bumps, impact from falling) occurred due to wrong user handling/ user mishandling. Olympus will continue to monitor field performance for this device.